Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after CT scan, swelling forearm, repeated swelling later administration of ancillary drugs before chemotherapy and in both cases stopped infusion pump. The PICC has been removed. No other information was provided.